Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 30jan2019. The ventilator was returned to philips for failure analysis. A visual inspection of the touchscreen was performed and no damage or contamination was observed. Attempts to access the touchscreen diagnostics and perform calibration were unsuccessful. The top housing was removed for inspection of the interior of the device. A loose connector on the cable assembly was identified. Correction of the loose cable did not correct the failure. The customer complaint was verified; the touchscreen resistance ratio was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified; estimate used.